Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) unit had an overtemperature shutdown. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
Corrected information: b5, h6. Additional information: b4, g4, g7, h2, h10, h11.

Event description:
It was reported that during use on a patient during airborne transport, the cardiosave intra-aortic balloon pump (iabp) unit had an overtemperature shutdown. No adverse effects to patient noted.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g2, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10 a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced compressor filters, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.